Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device changeout for elective replacement indicator (eri), when the right ventricular lead was attached to the new device, the impedance tested within normal limits. During the defibrillation threshold testing, the device failed to convert three times. The impedance on both the right ventricular and superior vena cava coils was high. The patient was then rescued externally. The lead was capped and replaced. No further patient complications have been reported as a result of this event.